Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the vertical column power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm on the 9900 system intermittently will not raise or lower. There was no report of pt injury.